Event description:
It was reported that a patient presented with a non-union, intertrochanteric fracture on her left hip on unknown date. It is unknown how the non-union was discovered. It is unknown if the patient experienced pain/symptoms prior to revision surgery. The initial surgery was approximately a year ago at a different hospital (records unavailable). Patient was initially implanted with (1) four-hole dynamic hip system (dhs) plate, (4) screws, and (1) large cannulated screw with washer. Hardware was removed on (B)(6) 2015 without any reported complications. The patient was revised to bipolar implants. Surgeon also implanted a trochanteric reattachment device. Revision surgery was successfully completed without surgical delays. This report is for one (1) unknown dhs plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for one (1) unknown dhs plate. Date of original implant procedure was approximately one (1) year ago. Per facility, the complainant part is not available for return as it has been discarded. Specific part and lot numbers for the complainant plate were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.